Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed which observed particulate matter in the microbore winged female luer lock adapter. A higher magnification was performed on the particulate matter and it was characterized as fine reflective metallic powder. The reported condition was verified. The cause of the particulate matter was due to the machine during manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume extension set had visible black material in the luer lock identified before use. There was no patient involvement. No additional information is available.